Event description:
A us distributor reported that a battery charger had battery/charger faults. A us distributor contacted zoll to report that a patient developed a bleeding, itchy skin irritation under the lifevest equipment. There is no indication that the patient received medical intervention for the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of battery charger has been completed. The reported problem (displays error when charging battery pack) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding, itchy skin irritation under the lifevest equipment. There is no indication that the patient received medical intervention for the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.